Event description:
Following a percutaneous transluminal coronary angioplasty procedure, a physician attempted to insert an angio-seal device. The physician was not able to achieve characteristics indicating correct positioning of the anchor, and while pulling upwards on the device it was removed in its entirety from the pt. Manual pressure was held to achieve hemostasis, and protamine sulfate was administered to aid in the reversal of the pt's anticoagulation status. There was no evidence of hematoma following the procedure, and the pt's pulses were monitored and found to be within expected limits. As of 5/26/198 there has been no further report of complication or pt sequelae reported to the MFR.